Event description:
It was reported that following a percutaneous transluminal angioplasty (pta) procedure, withdrawal difficulty and a shaft fracture occurred. The pta procedure was treating the 90% stenosed lesion located in the mildly calcified and moderately tortuous peroneal artery. A 2.5x20mm sterling balloon was advanced to dilate the lesion and was inflated to 10 atm's four times. While removing the balloon catheter, it became stuck to the non bsc guide wire. When the device was removed from the body with the guidewire, the physician attempted to pull the shaft of the device with force and the shaft broke at the guide wire exit port. Both devices were successfully withdrawn outside of the patient's body and the procedure was completed. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(6). (B)(4). As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).